Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 400 units of insulin. The customer did not remember blood glucose (bg) level but confirmed bg level was stable. During a follow-up call on (B)(6) 2016, the customer delivered 10.2 units of insulin, and reported that the insulin gauge provided a more accurate display.